Manufacturer narrative:
DHR review for batch 7031969 (p/n 309623): manufacturing dates: 2/19/2017 ¿ 2/22/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7031969 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. The investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 06/29/2017 via medwatch # mw5070634. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a cement like substance and discoloration on a 1 ml bd¿ slip tip syringe with attached needle 27 g x 1/2 in. Before use. No injury or medical intervention.